Event description:
It was reported that during a gastric sleeve procedure the surgeon fired the first three firings using green reloads across the pylorus and each firing the speed was slow and the device labored to fire. The staples were complete; however, there was bleeding at the staple lines that he sutured over. On the 4th firing with a gold reload the device locked on tissue and partially fired, he used the knife reverse button and then immediately went to the manual override to remove the device. They were using gore buttressing on the firing and the patient had thick stomach tissue they were firing on. He then used a second like device with a green reload and completed the procedure. The surgeon is familiar with the device. The surgeon has been using the black cartridges in his gastric procedure until now. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Pylorus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green. Was buttressing material utilized?yes if so, which product? Gore. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.